Event description:
It was reported that a patient presented with an error message noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or patient consequences were reported.